Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they got hospitalized due to possible low blood glucose on (B)(6) 2019 with blood glucose of 330 mg/dl at the time of the incident. The customer was at 260 mg/dl at the time of the second call. The customer did not mention how they were treated. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer received a message that there was a fill tubing performed and 17.6 units were delivered. The customer states the pump over delivered as they were asleep and did not program any fill tubing process. Troubleshooting was not completed but the pump passed some testing. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08750 inches. Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, peeling keypad overlay and minor scratched lcd window.